Manufacturer narrative:
Product analysis: it was determined at analysis that the output connector assembly was broken, the hanger assembly was broken, the upper case was broken and the battery drawer sticks (during initial inspection). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.